Event description:
It was reported that stimulation turned off around the time a pump was implanted. It was uncertain whether the pump implant turned the stimulator off. Upon a routine interrogation, the physician noted the device was off. The stimulator was replaced. Upon opening the pocket, the ipg (implantable pulse generator) was detached from the leads that were twisted severely. The leads had several kinks and bends which was a possible reason the impedance was out of range. The surgeon left the new implanted device connected to the existing leads.

Manufacturer narrative:
(B)(4).